Event description:
Called to report getting erratic readins from plink meter. Analysis run on clark error grid using mean avg. Reading (230) as ref. Point vs. Bd readings of 411, 48 yielded data points in the c/e zone of the grid, outside of acceptable limits.